Manufacturer narrative:
H6: device code c53269 no longer applies to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(6) 2019 indicated they were not able to find a healthcare professional (hcp) that would take them. It was noted that the pump was not able to be interrogated to determine the cause of the pump alarm. It was noted that the pump was not refilled and no steps were taken to resolve the pump alarm, pain, and nausea. It was noted that the issue was note resolved and the pump was still empty and still alarming. The patient's weight was 140 pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 30 mg/ml of dilaudid at 3.709 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the patient¿s pump was alarming. The patient reported the pump alarm had been going off for 4-5 days after (B)(6) 2019. The patient reported it started with a single tone alarm. On friday night (B)(6) the patient reported they began hearing the dual tone police alarm every 10 minutes. The sound was consistent with a synchromed alarm. It was reported the patient had missed a scheduled refill. The patient was supposed to be filled on (B)(6) 2019 but she was not able to be refilled because the doctor had dismissed her. The patient stated they were not on any oral medication. The patient stated their oral surgeon had them on tylenol 3 and they were on acetaminophen and ibuprofen. The patient reported on (B)(6) they were experiencing nausea, but it was a different kind of nausea. It was not the nausea from pain. The patient stated she has had pain for a while, but the pain has been consistent since (B)(6). The change in symptoms/therapy was sudden. The patient reported they took zofran and that took care of their nausea. No further complications were reported or anticipated.